Event description:
It was reported that after approximately 4-24 hours of wear on the leg, the pod emitted a hazard alarm indicating that insulin delivery stopped. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
The device was received deployed with corrosion on multiple internal components. Download data was unable to be retrieved as a result of the corrosion. As a result, it could not be confirmed whether a hazard alarm was generated by the pod. An internal tear was found on the soft cannula which contributed to the observed corrosion and data loss. It could not be determined whether the internal tear and leak is related to the reported hazard alarm. The exact cause of the reported event could not be determined. The observed internal cannula tear is related to action #98586. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.